Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found one stent strut in the centre of the stent was lifted distally from the stent profile. The maximum stent profile as per manufacturing data was within specifications. The specified inside diameter of the stent protector was reviewed, however the stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the event description and analysis results; it is most likely that stent damage occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found several inner and outer kinks and a mid-shaft kink at 40mm distal from the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was selected for use to treat the lesion. However, when the stent was being loaded on the wire, it had a strut that was lifted. The device was removed and the procedure was completed with another 4.00 x 12 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was selected for use to treat the lesion. However, when the stent was being loaded on the wire, it had a strut that was lifted. The device was removed and the procedure was completed with another 4.00 x 12 synergy ii drug-eluting stent. No patient complications were reported.